Manufacturer narrative:
The insulin pump was received with intermittent button response due to act button having a flat button dome. The connector was inspected and locked on the lcd board. The insulin pump was received with cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the act button is unresponsive. Customer's blood glucose reading was 132 mg/dl. Troubleshooting for keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.